Manufacturer narrative:
User reported going to the hospital after feeling dizzy and nauseous on (B)(6) 2026 at 1:59 am CT. The user was diagnosed with dka. The user reported that sg was 272 mg/dl and bg was 497 mg/dl at the time of event. A review of the data management system (dms) confirmed the user-reported sg value, but no bg value was entered into the system. Per dms, the user received a high glucose alert 1:54 am, when the sg was at 270 mg/dl. The user received fast-acting insulin as treatment at the hospital. The user was not prescribed medication. The user's hcp was not aware of the event, and the user was advised to contact their hcp for any medical assistance. The inaccuracy reported by the user on the day of the event was potentially due to inherent lag in the sensing technology of the sensor, exacerbated by rapidly changing glucose. Despite the lag, the sg value was above the high glucose alert threshold, and the system appropriately triggered the alert as intended.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported going to the hospital after experiencing dizziness and nausea and was diagnosed with diabetic ketoacidosis (dka). The event occurred on (B)(6) 2026 at 1:59 am, and at the time of the call the user stated they were feeling better. The event was related to diabetes, and the following example set was provided: (B)(6) 2026 1:59 am sg 272 mg/dl, bg 497 mg/dl as documented in the notes. After dms review, it was confirmed that at 01:59 am the sg was 272 mg/dl, with no bg value available in dms, and that the user received a high glucose alert at 1:54 am when the sg was 270 mg/dl. The user received fast-acting insulin as treatment at the hospital and was not prescribed any medication. The user's hcp is not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.